Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set ¿jammed¿ during infusion. The reporter stated that a syringe of propofol was successfully infused through the manifold. The user then attempted to inject a second syringe (containing an unspecified muscle relaxer) through the manifold, but it would not infuse. The stopcock was opened at the time of the event. The set was taken down and flushed to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.